Event description:
Adverse event(s): "no pt harm" (no known impact or consequence to pt); "delay in surgery time of approx 15 mins" (no code available). Product problem(s): "error came on screen" (device displays error message). The facility reported, the system shut down during surgery. Additional info was requested. Additional info was received: the system stopped working during the phacoemulsification stage. The surgeon had already removed the cataract when an error message appeared on the screen. The handpiece was not in the eye when this occurred. The machine was restarted, the surgeon removed the cortex and the machine stopped working again. The procedure was completed and there was no harm to the pt; however, there was a delay in surgery of approx 15 minutes. Additional info was requested.

Manufacturer narrative:
A company service rep examined the system and was able to confirm the error code in the event log. The poron washers were replaced and preventive maintenance was performed. The original parts were disposed of on site. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).